Event description:
It was reported by the customer that the needles used with lidocaine break off and spray during the process of administration. Customer communicated that the needle just slips on and does not have a luer lock connection. This causes issues with the needle coming off during removal from the skin and the potential for stick injuries.

Manufacturer narrative:
So far, we haven't received a lot number or samples, so we were unable to fully investigate this incident. However, we have checked the products of the same model, no similar issues were found. Complaints received for this device and reported condition will continue to be tracked and trended.